Event description:
Replaced first thunderbeat handpiece due to melted teflon; within 20 minutes the new handpiece had done the same thing. Tried to reach the rep; he had left for the day, suggested replacing the cord, surgeon did not want a new handpiece.what was the original intended procedure?extended right hepatic lobectomy.